Manufacturer narrative:
Evaluation summary: product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Wang, m, analysis of effect of phacoemulsification of extremely high myopia with cataract. Guide of china medicine; feb. 2013/vol.11/no.617-jan-14. Additional information has been requested. The translated article was received on (B)(4) 2014. (B)(4).

Event description:
An author of a literature article, guide of china medicine, reported seven cases of transient high intraocular pressure of 22-27 mmhg following an intraocular lens (iol) implant procedure. The intraocular pressure (iop) returned to a normal range following a topical treatment of iop lowering medications. The objective of the study presented in this article was to investigate the effects of using phacoemulsification and artificial lens implantation to treat extremely high myopia cataract patients with an axial length of 27-30 mm and an axial length that exceeded 30 mm. There are four medical device reports associated with this article. This report is for the transient high intraocular pressure that resolved with treatment.